Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had seen their dentist and was informed that the one side of their molars are hitting hard and the other side is barely touching. They are now having issues with tmj. This is a contraindicated patient for crowns/bridge.